Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the clinical sales rep (csr) and confirmed the team had not reached out. The issue occurred previously and it was deemed to be user error. No site visit was conducted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope kept flipping upside down when installing it.